Event description:
This set is an unexpected return. The nicu manager previously reported the end of the t-connector is cracking very easily where it attaches to the IV fluids. The connection is not swabbed with anything and the cracks are noted after the mating luer is first attached. She originally stated she had 1 sample to send but the package arrived with 2. The received sample appears to have been used on a pt. There was no report of any pt harm or medical intervention required. No further pt or event details were provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The set has been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.